Event description:
Healthcare professional reported, a rupture of the right device. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening crease sharp assessed, as a fold flaw opening with non-penetrating nicks around the opening. Additional observations: crease fold observed, in the surface. Black particles in the surface of the shell yellow biological tissue observed, in the surface of the device. Wear abrasion observed, in the device.

Event description:
Healthcare professional reported a rupture of the right device discovered by ultrasound or MRI. Device explanted.

Manufacturer narrative:
Health effect impact code : f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the right device discovered by ultrasound or MRI. Device explanted.